Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of capture and inability to interrogate. The programmer noted a software failure.